Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit's operating lights are broken.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was not found to have operating lights that are broken , so the original complaint issue was not able to be confirmed. The complaint reason for low o2 was confirmed.

Event description:
Dealer states the unit's operating lights are broken.